Manufacturer narrative:
The device was returned for analysis. The reported unknown failure was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was reported as not returning for analysis, but the device was returned. H6: type of investigation code 4114, investigation findings code 3221, and investigation conclusions code 4315 were removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis or a specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning. E1: facility name, address and phone# updated from distributor to hospital information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure of an unspecified access site(s) was attempted using five proglide devices. Reportedly, an unknown failure occurred with two of the proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.